Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital for an ICD replacement due to eri. Fluoroscopy was performed which indicated externalization of the rv lead. The rv lead remains implanted as all electrical parameters were in range. The patient was enrolled in merlin@home to monitor the rv lead. The patient is stable.